Manufacturer narrative:
.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.